Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -14.5 diopter, into the patient's right (od) eye on (B)(6) 2018. On (B)(6) 2019 the surgeon exchanged the lens with a shorter lens due to excessive vault, angle closure, significant reduction of irido-corneal angles (ica), and glaucoma. The problem is resolved. The cause of the event is reported as "diameter of lens too long."

Manufacturer narrative:
Device evaluation: the lens was returned dry in a zip lock bag. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. Claim#: (B)(4).